Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for investigation. Device inspection could not be performed. Manufacturing record review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) was explanted due to a refractive miss. The lens was replaced with the same model lens of a higher diopter (22.0). There was no product failure or issues. The lens remains in once piece as it was folded within the eye before removing it.